Event description:
It was reported the pt admitted to the hospital on (B)(6) 2011 for cerebral hemorrhage and was treated with nbca and four vials of onyx via three marathon catheters. Forty six days post procedure, the pt's cerebral hemorrhage recurred and the pt subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for eval as they were consumed in the event. (B)(4).